Event description:
Additional information was received from the patient reporting that they had exposure to electromagnetic interference of an MRI on (B)(6) 2017 and it was mentioned that the patient¿s ins was on MRI mode. It was reported that during the MRI procedure they had two huge electrical jolts to both of their legs. Shocking from the device was reported. It was also reported that since the patient had the MRI, they were experiencing burning and stinging at the ins site. In the evening of (B)(6) 2017, the patient felt an increase in pain at the ins site, the pelvic area, and in their lower hips and back area. On (B)(6) 2017, the patient could not stand due to the pain and spasms at the ins site. It was reported that the manufacturing representative did diagnostic testing on the ins on (B)(6) 2017 and they didn't see anything indicating that something was wrong with the ins. It was also reported that the patient¿s doctor took an x-ray that same day and they didn't see anything wrong on the x-ray. The patient tried using other programs, but stated since (B)(6) 2017 the other programs felt ¿too strong or intense¿ so she could not use them. The patient's change in therapy/symptoms were reported to be sudden. It was recommended that the patient continued to work with their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and failed back surgery syndrome reported via the manufacturer¿s representative (rep) that since an MRI on (B)(6) 2017 they had been experiencing spasms in the abdomen, pelvis, and legs. The consumer also reported experiencing tingling and a warm sensation at the site of the implantable neurostimulator (ins). According to the rep. It was unclear what factors contributed to this, but the spasms continued even after the device was shut off. Troubleshooting including impedance testing was performed with all results within normal limits. In order to resolve the issue the device was reprogrammed to decrease stimulation in the abdominal area since the consumer stated if they had less abdominal stimulation their spasms may decrease, with the issue being noted as resolved.

Event description:
Follow up information received from the manufacturer¿s representative reported that the warming of the ins battery occurred only during and immediately after the MRI. It was noted that the muscle spasms were treated with a medication per the physician assistant. No further intervention was indicated.